Event description:
A physician attempted an arteriotomy closure using the starclose device. Post the arteriotomy procedure, the patient experienced a stenosis which was treated with percutaneous transluminal angioplasty. The patient's current condition is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.